Event description:
It was reported that during a rotational atherectomy treatment procedure "the brake was on but the wire kept spinning." The lesion being treated was located in the moderately calcified proximal left anterior descending artery. Rotational atherectomy was performed with the rotalink advancer with tubular drive shaft to the point where the user was ready to remove the burr and exchange it for a larger sized burr. However, once the dynaglide mode was engaged the wire twisted up. The brake was on however the wire kept spinning. The wire and burr were removed from the patient as a unit. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Please provide a summary of the results for any investigation, evaluation, and/or failure analysis, including root cause identification, relevant to the reported event. Please include: a complete description of methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device components(s) involved and any conclusions reached based on the investigation and analysis results. Response: the following product analysis and root cause was submitted in a medical device report on (B)(6) 2011. The device evaluation states: the rotalink advancer was returned with the handshake connection of the advancer slightly bent. The guide wire was found to be inside the related catheter and was twisted around and caught in a clip. The clip was not identifiable as part of the rotablator device. The rotalink advancer was connected to a test burr and the handshake connections were disconnected and reconnected and a tug test was performed to examine the integrity of the connection. No issues were noted with the unit's handshake connections. The unit was wire guided using a test guide wire and no issues were noted loading the guide wire. The unit was wet tested to verify the functionality of the brake. No speed was achieved. The handshake connection of the advancer unit was seized and would not rotate, possibly due to the bend in the handshake. The advancer unit was dismantled and a melted ultem turbine was not evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure "the brake was on but the wire kept spinning." The lesion being treated was located in the moderately calcified proximal left anterior descending artery. Rotational atherectomy was performed with the rotalink advancer with tubular drive shaft to the point where the user was ready to remove the burr and exchange it for a larger sized burr. However, once the dynaglide mode was engaged the wire twisted up. The brake was on however the wire kept spinning. The wire and burr were removed from the patient as a unit. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: the rotalink advancer was returned with the handshake connection of the advancer slightly bent. The guide wire was found to be inside the related catheter and was twisted around and caught in a clip. The clip was not identifiable as part of the rotablator device. The rotalink advancer was connected to a test burr and the handshake connections were disconnected and reconnected and a tug test was performed to examine the integrity of the connection. No issues were noted with the unit's handshake connections. The unit was wire guided using a test guide wire and no issues were noted loading the guide wire. The unit was wet tested to verify the functionality of the brake. No speed was achieved. The handshake connection of the advancer unit was seized and would not rotate possibly due to the bend in the handshake. The advancer unit was dismantled and a melted ultem turbine was not evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure "the brake was on but the wire kept spinning." The lesion being treated was located in the moderately calcified proximal left anterior descending artery. Rotational atherectomy was performed with the rotalink advancer with tubular drive shaft to the point where the user was ready to remove the burr and exchange it for a larger sized burr. However, once the dynaglide mode was engaged the wire twisted up. The brake was on however the wire kept spinning. The wire and burr were removed from the patient as a unit. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.